Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patients lead had migrated. It was also noted that part of the lead was shredded. The patient believed that it was due to a fall soon after implant. The patient underwent a lead replacement procedure.